Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory notification alert. Episodes of non-sustained rv oversensing due to t-wave oversensing was observed. Programming changes were made. The patient will continue to be monitored normally.